Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the hcp initially reported the issue to the company representative (rep) during normal end of replacement indicator(eri)/eos of pain pump surgery. Additionally, the cause of the difficulty aspirating the catheter was not determined. Provider flushed the catheter based off the calculations from technical services about bolus dose and determined with the amount he aspirated and what remained in the catheter, and based off the medication concentration, the hcp was comfortable with flushing the catheter. The issue resolved at the time of this report and the catheter was not replaced.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine via an implanted pump for spinal pain. It was reported that the patient was not able to get their pump filled prior to reaching end of service (eos) due to having a urinary tract infection (uti). It was noted that patient had previous complaints of pain. It was reported they were replacing the pump, and the physician was having trouble aspirating the catheter. The physician wanted to reduce the concentration. It was noted the catheter volume was 0.212ml and they were able to aspirate 0.2ml. The rep wanted to know the bolus amount if the hcp flushes the catheter. Morphine 7mg/ml. Bolus amount 0.084mg.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.